Manufacturer narrative:
Investigation summary: 5 samples were received. They all came in sealed packaging blisters. They all have printed the lot# 9329611. Performed functional test such as retractability and spring presence and they all pass. Root cause could not be determined and failure mode could not be verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9329611 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined.

Event description:
It was reported that needle retraction failure occurred during use with a needle integra 22x1-1/2 rb tw. The following information was provided by the initial reporter, "it was reported that customer heard a popping sound after delivering medication, however the needle was still exposed. Customer called and reported "needle failed to retract , a popping sound was heard after medication delivery but the needle was still exposed" lot 9329611."